Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on september 01, 2025. The anatomy location is unknown. During the procedure, the clip prematurely deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.